Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily fibrous, non-calcified right common femoral artery after a successful iliac interventional procedure. Reportedly, an introducer 8fr sheath was used after two introducer 6f sheaths were used unsuccessfully, due to the area being heavily fibrous. The proglide device was attempted to be used in a pre-close fashion, but when the needles were removed, a needle-to-cuff miss occurred. The device was removed from the patient anatomy and no additional device was used due to the area being too fibrotic. Manual compression was applied for 20 minutes to achieve hemostasis without further consequences to the patient and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the components of the device; handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. The plunger was not returned with the device. There was no indication of a product quality deficiency that would have contributed to the reported cuff miss experience. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. The posterior cuff was missed and this confirmed the reported event. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. It was reported that arteriotomy closure of a heavily fibrous, non-calcified right common femoral artery was attempted after an iliac interventional procedure. Whether this heavy fibrous but non-calcified femoral artery contributed to the event could not be confirmed. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. The reported difficulties appear to be related to the operational context of the device and not a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was reported as obese. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information